Event description:
Pt called to request a replacement pump. Per pt, when his infusion nurse is pressing the "priming" button on the pump, it is stiff, and the nurse has issues pressing the button. Patient is asking for a new pump to be delivered before his next infusion on (B)(6) 2022. Advised pt that we will ask for pump to be replaced and have it arrive on (B)(6) 2022. No further information. Lot number and expiration date are unknown. No further information provided. Reported to (B)(6) by pt/caregiver.